Manufacturer narrative:
The device was received for evaluation containing cytostatic medication. A visual inspection was performed and white liquid was observed to have leaked into the over pouch. The reported condition was verified. Due to the nature of the sample further testing could not be performed. The cause of the condition could not be determined via visual inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150 ml eva bag was leaking between the white port and the tubing. There was no patient involvement. No additional information is available.